Event description:
The reporter indicated that a 12.6mm vicmo12.6; -8.5 diopter implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022; upside down. Intraoperatively the lens was removed. There was no patient injury. On (B)(6) 2022 a replacement lens was implanted of the same model/length and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).